Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft break occurred. The 50% stenosed target lesion was located in a mildly tortuous and moderately calcified middle right coronary artery (rca). A guidezilla¿ guide extension catheter was used to help deliver the unspecified coronary device to treat the lesion. However, guidezilla¿ guide extension catheter broke inside the patient's body. Fortunately, the broken distal part of the guidezilla¿ guide extension catheter was stuck with the coronary device and was eventually removed from the patient as one unit. The procedure was completed with a different device. No patient complications were reported.